Event description:
It was reported that the remote monitor reader could not communicate with the cardiac resynchronization therapy defibrillator (crt-d). It was recommended that the device is verified with the programmer. The device and monitor remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.